Manufacturer narrative:
The reported event of lead dislodgement was inconclusive. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix bent consistent with procedural damage. Further analysis was unable to be performed due to received condition of the helix. No other anomalies were identified.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Manufacturer narrative:
The reported event of dislodgment was inconclusive. As received, a complete lead was returned in one piece. Final analysis found the helix bent consistent with procedural damage. Further analysis could not be performed. No other anomalies were found.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the implanted lead continuously dislodged. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2021. The patient was in stable condition.